Event description:
It is reported that the device was implanted in 2008, and revised on two months later. Pt described as a "chronic dislocator". Dr decided to use a constrained liner to reduce the possibility of further dislocations.

Manufacturer narrative:
Eval summary: the surgeon implanted a trilogy constrained liner (tlc) after dislocation occurred with the longevity trilogy liner. Radiographs, pt info, and parts are not provided. Surgical technique records of specifics regarding dislocation were not provided. Dislocation might have been between the shell and liner, liner and head, or head and stem. Dislocation might have occurred due to the stem levering out with the rim of the shell or from falling impaction. Therefore, the exact cause of the alleged dislocation is unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.